Event description:
Info received indicates no hydraulic functions are working.

Manufacturer narrative:
The technician found the foot hi/low valve was not tight which allowed the hydraulic fluid from the reservoir to leak out. The technician tightened the valve and replaced the hydraulic fluid to repair the bed.